Manufacturer narrative:
The down arrow on the insulin pump had intermittent button response due to flattened button dome switch. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump alarmed button error. Customer's blood glucose was 107 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.